Event description:
It was reported from (B)(6) that during an inspection, it was observed that the sealing ring from the modular handpiece device came loose. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed which indicated that there were no issues during the manufacture of the device that may have contributed to the reported complaint condition. Device evaluation: the actual device was returned for evaluation. Quality engineering visually inspected the device and found that it failed visual inspection due to the detached seal from the lid. The device was received in a slightly used condition, excluding the lip seal which was received separated from the handpiece. It was determined that traces of glue were found on the lid and seal. According to the additional information received from the loaner department, the seal became loose and got separated during washing and sterilization. Based on the performed assessment and the additional testing, it was determined that manufacturing error could be excluded. During additional testing it was observed that the lip seal became loose after fifty (50) reprocessing cycles if the seal was forcefully washed with a brush. It was further determined that the device failed pretest for general condition and function test for tightness. It was determined that the most probable cause for the found defect was due to a design which has been escalated to a CAPA. Therefore, the reported condition of the sealing ring from the device coming loose was confirmed. The assignable root cause was determined to be traced to device design, which is a design issue.